Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion and during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a pinhole in the balloon located at the proximal end of the balloon at the waist cone transition. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion and during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good.